Manufacturer narrative:
Device eval by manufacturer: the device returned to boston scientific was a 2.1/3.0mm jetstream xc atherectomy catheter. Visual examination revealed that the baton, electrical connector, and aspiration line were cut off by the customer. There was shaft damage in the form of buckling and kinks. The locations of the damage were 14cm to 41cm from the tip. Visual examination also noted that the infusion line burst proximal to the buckling and kink damage. The location of the burst infusion line was approximately 45cm to 46cm from the tip. Analysis of the device showed damage that is consistent with pushing, pulling and torqueing of the device in an introducer sheath. When interference with another device happens, buckling and kinks may occur. When kinks and buckling occur, this causes the restriction of fluid in the infusion line and the infusion line builds pressure and bursts proximal to the damage. The device could not be functionally tested due to the cuts made. Apart from the above damage, inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the device ruptured and leaked outside patient. A 2.1/3.0mm jetstream xc was selected for use in an atherectomy procedure in the left superficial femoral artery. The target lesion was a chronic total occlusion and moderately calcified. A 7f sheath was used. During the procedure, the device was activated and began to swell like a balloon at the proximal portion of the shaft 3cm from the hub located external to the patient. There was no error message. The location of the swelling was manipulated, which resulted in a rupture and a leak. At this time, the device was removed from the patient without difficulty. The procedure was completed with balloon angioplasty. No patient complications were reported.

Event description:
It was reported that the device ruptured and leaked outside patient. A 2.1/3.0mm jetstream xc was selected for use in an atherectomy procedure in the left superficial femoral artery. The target lesion was a chronic total occlusion and moderately calcified. A 7f sheath was used. During the procedure, the device was activated and began to swell like a balloon at the proximal portion of the shaft 3cm from the hub located external to the patient. There was no error message. The location of the swelling was manipulated, which resulted in a rupture and a leak. At this time, the device was removed from the patient without difficulty. The procedure was completed with balloon angioplasty. No patient complications were reported.